Event description:
The customer reported that the system's fuses trip frequently. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. An improvement kit was installed to prevent the fuses from tripping due to voltage increases and upgrades were installed in the c-arm and in the monitor cart. The system was tested and found to be working as intended and put back in to svc.